Event description:
It was reported that the event occurred while in the cardio cath lab. While following the instructions for use (IFU) for prep, the md vacuumed the intra-aortic balloon (iab) properly inside the tray and attempted to insert the iab through the teflon sheath via left femoral artery when it got stuck in the teflon sheath. As a result, the iab and teflon sheath were removed as one unit. A new iab kit was prepped and the md inserted the iab through the teflon sheath via the same insertion site (left femoral artery) with no issues. There was no excessive bleeding during the procedure. No report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption noted while retrieving and prepping a new iab with no harm to the pt. The pt outcome is no harmful outcome to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.